Event description:
It was reported that the ventilator was not delivering the expected fio2. The problem was discovered when they were unable to oxygenate a very critical patient. It is unknown if the ventilator alarmed or if there was any patient harm when the reported problem occurred.